Event description:
Anaphylactic reaction to powdered latex gloves worn by coworkers. Allegiance received a medwatch from the FDA. Attempts were made by phone, e-mail, and written correspondence to contact the reporter for further info. The phone# has been disconnected, the e-mail was returned as undeliverable and there has never been a repsonse from the reporter to the letter that was sent. Therefore further info could not be obtained regarding sample availability and the facts of the incident.